Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody and the balloon was noted to be slightly inflated. No other specific anomalies were noted. On the functional evaluation, the balloon was inflated using an in-house presto inflation device then the water starts leaking from the circumferential break at the proximal glue joint. Under the microscopic observation, the partial circumferential break was noted at the proximal glue joint. Therefore the investigation for the reported leak and the identified break can be confirmed as the water starts leaking from the break at the proximal glue joint of the balloon on the device returned for the evaluation. The identified proximal glue joint break most likely contributed to the reported leak. A definitive root cause for the reported leak and the identified break could not be determined upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure using 6fr sheath and 0.035 inch guide wire, the contrast medium was allegedly leaked from the gw lumen. It was further reported that another device was used to complete the procedure. There was no reported patient injury.